Event description:
A customer contacted baxter technical services(bts) regarding assistance with a hi drain 106 alarm at the end of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power and clear the display which showed "please wait." The tsr advised the hp to contact the nurse about trying a new pro card and the high drain alarm. The hp stated they had an ultrafiltration of 1400ml to 1800ml on a regular basis and drank a lot of water yesterday. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.